Manufacturer narrative:
Could not determine the root cause of the broken fiber based on this information. It is possible that the fiber was broken when converted to a reusable fiber, or during packaging or by the end user during handling. A corrective action could not be initiated since the root cause could not be determined.

Event description:
Customer explained that the laser fiber only lights up in one spot. According to what was explained to them, it should light all around.